Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found that the customer had replaced the sampling needle assembly. The fse cleaned, lubricated, and adjusted the alignment on the y-axis. The fse then proceeded to run patient samples without any issues. No further action was required. The g8 instrument was functioning as designed. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, indicates be sure to check or replace the sampling needle assembly if bent or broken before starting analysis. Section 5.10 provides step-by-step sampling needle replacement instructions. The most probable cause of the reported issue could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting a bent sampling needle assembly on the g8 instrument. The customer did not have a replacement sampling needle assembly in stock. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.